Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported upon placing an automated impella controller (ai) on a stand during patient support, the console fell to the floor. It was noted by the nurse that the aic had fallen due to wobbly screws. Pump support was uninterrupted, but the decision was made to replace the console. There was no report or indication of patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. The console logs were reviewed as a precaution but did not contain any data relevant to this complaint. Console was inspected and tested after arriving in field service. The only damages observed from the reported fall was a damaged rlm. The rest of this console was structurally sound. The console functioned normally while testing with a known good pump and purge cassette kit. The aic cart was not sent back for investigation. The reported issue with the aic cart being wobbly was likely use related and not related to a defect of the cart itself. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2025-25575.